Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. No capture, undersensing and high thresholds were noted on the right atrial (ra) lead. Troubleshooting / diagnostic testing and x-rays were taken. Dislodgement was noted. The lead was reprogrammed and then revised and remains in use. No further patient complications have been reported as a result of this event.